Event description:
Spontaneous call from (B)(6), patient's mom, to notify rph that both pump cadd legacy are alarming for "no disposable, no cassette" alerts. Mom tried to enter cassette repeatedly and eventually got one to work. Did the reported product fault occur while in use with the patient? Yes did the product issue cause or contribute to patient or clinical injury? No is the actual device available for investigation? Yes. Did we [MFR] replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, resolved? Yes, ongoing? N/a. Reported to (B)(6) by: patient/caregiver.